Event description:
Not sensing in atrium and ventricle, atrial impedance increased to >2000 ohms, ventricular impedance decreased to 265 ohms. Physician reported fractures of both leads; patient is asymptomatic.